Event description:
Philips received a complaint by the customer on the v60, indicating that the error, "backup alarm failed" (diagnostic code 1104) had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error, "backup alarm failed" (diagnostic code 1104) had occurred. The remote service engineer (rse) advised the customer that the failure was most likely due to the failure of the central processing unit (cpu) printed circuit board assembly (pcba). The rse also advised the customer to install tera term version 4.79 for programming of the serial number. The rse provided the customer with the part number of the cpu pcba to order and replace.

Manufacturer narrative:
H10: the customer replaced the central processing unit (cpu) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.